Event description:
A malfunction was found in the investigation for the original report of leaking during wear at the infusion site (arm). The investigation observed exposed and unexposed cannula damage, environmental seal damage, and the devices failure to deploy when intended. It was also reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The returned device was evaluated, investigation found that the device was received not deployed with the hard cannula visible in the bottom housing window and the linkage assembly partially extended. The device fully deployed during pod opening. During investigation, the environmental seal and soft cannula were observed to be damaged. Despite this cannula damage, fluid was still able to travel the complete fluid path. This indicates the hard and soft cannula deployed into the environmental seal, which indicates the chassis sub assembly was incorrectly installed. This can be confirmed as the root cause of the reported leaking during wear, observed exposed and unexposed cannula damage, environmental seal damage, and the devices failure to deploy when intended. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.